Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that approximately 8 years following an intraocular lens (iol) implant procedure, a patient has experienced cloudy white vision and massive glistening has occurred. There is a high possibility that the epiretinal membrane had caused the event. The patient's vision was approximately 0.3. The ophthalmologist had considered replacing the iol; however, there is a high possibility that the iol will not be removed from the eye because the vision may not recover with an iol replacement. There are two medical device reports associated with this patient. This report is for the right eye.